Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, there was a substance observed coming out from the end of the usb cable, and localized heat emitted from the cable. The issue occurred while the usb cable was disconnected from the pump. Customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.